Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# va0b3p2, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37612, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 3387-40, lot# j0343918v, implanted: (B)(6) 2003, product type: lead. Product ID: 3387s-40, lot# v055964, implanted: (B)(6) 2008, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 37612, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported there was electromagnetic interference in the customer environment and the patient experienced a shocking or jolting sensation. The patient turned off the device after experiencing a tonic contraction, described to be a tonic pulling of his face, when using a large paper shredder at work two days prior to the report. The patient met with their neurologist one day prior to the report. It was indicated that the device seemed fine and it was turned back on. The voltage was lowered and the device was reprogrammed. The event involved the patient's left side implant. The patient's status was reported as alive with no injury. If additional information is received, a follow-up report will be sent.